Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while lying down. There was no impact to the customer's blood glucose level. Customer successfully resumed insulin delivery.